Event description:
It was reported that a part of the device broke during a procedure. There was a 5-10 minute delay as the broken piece was successfully retrieved from the pt. The dura mater of the pt was harmed. The procedure was completed using a back up unit.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted when the investigation is completed.